Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system on one patient's sample. The sample was repeated after a subsequent sample resulted within the normal reference range and then recovered lower within the normal reference range. (Additional testing included a chemistry panel. All results were "normal". Data was not supplied). Per customer, the patient was admitted to the hospital. There was no death or injury reported. The customer confirmed that the patient did not undergo a cardiac catheterization.

Manufacturer narrative:
The original sample was collected in a plastic bd lithium heparin tube with gel separator and centrifuged at 3500 rpm for 10 minutes in a swinging bucket centrifuge. The sample appearance was noted to be normal. A system check was performed on (B)(6) 2011 and all portions passed within published specifications. All levels of qc were recovering +/- 2sd from the customer's established mean prior to and on the day of the event. Service was offered but declined by the customer. A clear root cause for this event is unknown.